Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have several teeth that chipped, their upper and lower teeth are not aligned and cannot bite foods properly and there is pain and clicking in their jaw. Requested additional information and bite video from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.